Event description:
This is an olympus loaner asset. Upon inspection the device yielded no image. There is no patient involvement.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. There is no history of repair of the device in the last year. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the serial digital interface (sdi) 1 port and video connector failure. Root cause for the failure of the sdi 1 port and video connector cannot be determined.

Manufacturer narrative:
This report is being supplemented to provide a correction to d5. D5: corrected operator of device. Olympus will continue to monitor field performance for this device.